Manufacturer narrative:
The investigation determined that lower than expected vitros valp quality control results were obtained while using the vitros 5,1 fs chemistry system. The lower than expected vitros valp quality control results were caused by pre-analytical error due to incorrect vitros valp reagent pack storage. No instrument or reagent malfunctions were identified. The root cause of this event is user error.

Event description:
The customer obtained lower than expected vitros valp quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No lower than expected vitros valp patient results were reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).